Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The mobile view station (mvs) power board line fuse was open. Replaced fuse and recommended to radiology staff that system will require a full charge. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The hardware investigation of the fuse found that the fuse was open and the reported event was related to an electrical failure. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site biomed engineer reported that staff tried to power on the imaging system and noted that there was no green line power light on the front of the mobile view station (mvs) when imaging system was plugged into wall power. To troubleshoot he had already taken off front and back covers and did not see any fuses that appeared to be problematic, but he did confirm that the uninterruptible power supply (ups) was completely discharged/drained. There was no patient present when this issue was identified.